Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
There seems to be a bend on the metal part of the toothbrush - oral-b [device breakage] not holding the toothbrush heads in place, they are loose - oral-b [device connection issue] case narrative: male consumer via e-mail stated that the oral-b electric toothbrush was not holding the oral-b toothbrush heads in place and they were loose. No injury was reported. 30-jan-2024 follow up via e-mail: there seemed to be a bend on the metal part of the oral-b toothbrush. No injury was reported. 30-jan-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3772. The suspect product lot was 3da24130427. No injury was reported.